Event description:
It was reported that the anesthesia system failed the system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the hospital staff. It was reported that everything was working again and the tests had passed. No parts were replaced and the device was cleared for clinical use. No actual logs were provided, just screen shots of the test log displaying the flow transducer test failure. The flow transducer test failed with a sub code 13 showing that the test failed due to the false flow correction value of the n2o gas module being outside specified limits. The false flow correction value is used for the control of the modules. The true cause of the reported event has not been determined.